Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the ministry of health notified that during a "selective medial meniscectomy" arthroscopic surgery, performed in cdc capitanio, the tip of serfas broke in about 5 pieces. It was alleged that the tip broke away from the shank and the pieces were diffusely deposited in the joint. The fragments were removed after an arthroscopic search, using 2 additional arthroscopic portals accessories and amplification of brightness. Although there was patient involvement, the procedure was completed successfully.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. The probe was visually inspected for damages, and the distal tip ceramic and electrode has broken off. Also, the distal end of the insulation has been damaged. The damaged insulation is consistent with a prying on a hard object. Unable to perform a functional inspection due to the broken tip. The probable root causes could be user excessive force. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the ministry of health notified that during a "selective medial meniscectomy" arthroscopic surgery, performed in cdc capitanio, the tip of serfas broke in about 5 pieces. It was alleged that the tip broke away from the shank and the pieces were diffusely deposited in the joint. The fragments were removed after an arthroscopic search, using 2 additional arthroscopic portals accessories and amplification of brightness. Although there was patient involvement, the procedure was completed successfully.